Manufacturer narrative:
Citation: ben-shoshan j et al. Int j cardiol. 2017 jan 15;227:278-283. Doi: 10.1016/j.ijcard.2016.11.107. Epub 2016 nov 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding carotid artery stenosis and outcomes of patients undergoing transcatheter aortic valve implant (tavi). All data were collected from a single center between august 2012 and may 2015. The study population included 312 patients (predominantly female, mean age 82 years), 189 of which implanted with a medtronic corevalve or evolut r (serial numbers were not provided). Among all patients, 15 early and 56 late all-cause mortalities occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: cerebral vascular accident (cva), life-threatening bleeding, major vascular complication, kidney injury, coronary artery obstruction with intervention, myocardial infarction (mi), valve dysfunction with intervention, new atrial fibrillation (afib), heart failure and new permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.